Manufacturer narrative:
(B)(4) date sent: 1/24/2024 d4: batch # unk a manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a respiratory surgery, cartridge came off when approaching to the target tissue at 1st firing. The cartridge was re-loaded, but it came off again. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 2/13/2024. D4: batch # 331c52. Investigation summary : the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload.  Visual analysis of the returned sample determined that one gst45d reload was received unfired and with an opened package. The returned reload was loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. The event described could not be confirmed as the reload performed without any difficulties noted. The reload was loaded into the device without difficulties and did not fall out during the visual and functional testing. A manufacturing record evaluation was performed for the finished device batch number 331c52, and no non-conformances were identified.